Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. Establishment name: (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. The product code/lot# combination number was unknown, which prevented a meaningful review of the device history record and complaint files.

Event description:
Per literature review: the article entitled, percutaneous vascular closure using an anchored collagen plug provides effective haemostatics following both antegrade and retrograde femoral arterial punctures, 1078-5884, 2014 european society for vascular surgery, published by eslevier ltd. One bleeding incident after perceived successful retrograde deployment of an unknown angio-seal vip device. The patient was observed overnight. The patient was stable and did not require further intervention and was problem-free at routine follow-up at the vascular surgical outpatient clinic. The volume of blood loss was not specified in the article.